Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were intermittent. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. Upon investigation the monitor failed incoming functional testing and displayed a service code 110 (over voltage cleared no energy) the service code and test failure were caused by contamination on transistor q4 on the c/a board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.